Event description:
It was reported that after inserting the intra-aortic balloon (iab) and connecting the fiber optic cable to the cardiosave intra-aortic balloon pump (iabp), the blood pressure waveform was not displayed. The iabp was switched out for a cs300, but the blood pressure waveform still was not displayed. The iab was then replaced with a new one, and the blood pressure signal could be obtained via fiber optic without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). Event site full name: (B)(6) medical center. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).